Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. The health care professional was calling to confirm if device was magnetic resonance imaging (MRI) conditional. Boston scientific technical services (ts) noticed that the atrial lead threshold has been elevated and stated that this would not meet the conditions of use. An MRI scan would be physician's discretion. Additional information was received indicating that this lead was suspected to have lead failure. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.